Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Customer technical support arranged to replace the pump, confirmed the shipping address, and advised the customer on how to put the pump into storage mode and return it via ups. The customer agreed to reach out to their healthcare provider for backup insulin therapy and acknowledged all instructions provided.